Manufacturer narrative:
Product complaint #: (B)(4). This is a combination product, and the event has been reviewed for both the suture and the triclosan. This report is being submitted pursuant to the provisions of 21 cfr, part 803, part 4 subpart b. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. H6 component code: g07002 device not returned attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. Please provide the patient's demographic information including age, gender, weight, bmi at the time of index procedure name/type of plastic surgery procedure? What was the initial approach for the index surgical procedure? (Open, laparoscopic or other)? On what tissue was the suture used? What was the tissue condition (normal, thin, calcified, fragile, diseased)? How was the suture placed (interrupted or continuous)? What instruments were used to grasp the needle? Where was the needle grasped during use? What was the size of the needle used? What was the size of the broken needle fragment? Were the needle piece(s) retrieved during the same procedure? Was an additional procedure required to remove the needle piece(s)? It was stated an enlargement of the skin incision was required to remove the needle piece. Was the initial wound incision extended to remove the needle? Was additional dissection required in other tissues other than the target tissue? If yes, please describe. Has the site been closed and needed to be re-opened to locate the needle piece? Did the operating surgeon observe any suture deficiency or anomaly before, during, after the suture placement or during any re-operation? Other relevant patient history/concomitant medications? What is the physician¿s opinion as to the etiology of or contributing factors to this event? What is the patient's current status? Will product be returned? If so, please provide the return date and tracking information.

Event description:
It was reported that a patient underwent a plastic surgery procedure on (B)(6) 2025 and suture was used. During the procedure, the needle broke, with a part of it remaining in the subcutaneous tissue. The needle piece was found under fluoroscopy and removed. This resulted in the enlargement of the skin incision. Additional information was requested.

Manufacturer narrative:
Product complaint#: (B)(4). This is a combination product, and the event has been reviewed for both the suture and the triclosan. This report is being submitted pursuant to the provisions of 21 cfr, part 803, part 4 subpart b. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Corrected information: b1, b2, h1, h6. A manufacturing record evaluation was performed for the finished device lot, and no non-conformance's were identified. Additional information was requested, and the following was obtained: can you confirm that the needle piece(s) were recovered during the same procedure? Yes. Was an additional procedure required to remove the needle piece(s)? No, but research under fluoroscopy, unexpected imaging. It was indicated that an enlargement of the skin incision was necessary to remove the needle piece. Was the initial wound incision extended to remove the needle? Yes. Was the site closed and did it have to be reopened to locate the needle piece? No. What is the patient's current status? The patient is fine to my knowledge. The pharmacist forwarded the questions to the doctor, no additional information. The pharmacist did not receive any additional information.